Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / devices were noted to be displaced and distal to the cornual angle on the right and there seemed to be no occlusion seen") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 182 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2015 as per mr (B)(6) 2015 discrepancy noted: removal date: as per argus (B)(6) 2016 as per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: final diagnosis: (a) right fallopian tube, sterilization: complete cross section of fallopian tube with no significant histopathological findings. (B) left fallopian tube, sterilization: complete cross section of fallopian tube with no significant histopathological findings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated event "medical devivce removal updated to device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 334 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.